Event description:
Less than 24 hours after stent implantation, the stent clotted. The pt had three bypass grafts six months earlier. The patient had in-stent restenosis in an area previously treated with non-cordis bare metal stents. To treat the restenosis, the physician implanted three cypher stents (2.5 x 28, 3.0 x 28 and 3.5 x 13). The 3.5x13 cypher stent in the proximal rca clotted in less than 24 hours. The sales rep noted that the patient is doing fine. Male pt was admitted for a coronary intervention and experienced acute thrombosis some hours after the procedure. His known medical consisted of aggressive coronary artery disease, previous angioplasty and stenting and triple bypass surgery six months prior to this admission. The angiogram revealed in-stent restenosis in the right coronary artery that was previously treated with non-cordis bare metal stents. This was treated with three cypher stents. A 2.5 x 28, 3.0 x 28 and 3.5 x 13 cypher stents were placed. The 3.5 x 13 cypher stent in the proximal rca clotted in less than 24 hours. The sales rep reported that patient was doing well.